Manufacturer narrative:
After replacing the therapy pcb and capacitator, and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During routine preventative maintenance testing by stryker, the device's defibrillation was out of tolerance. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The evaluation was performed by the service technician. The reported issue was able to be verified and duplicated. It was found during device pip process that device logged 1006 error and fails the 360j 10 second test. It was also identified that the defib was out of tolerance when delivering therapy at 360j. The root cause of the reported issue of device logged 1006 error and fails the 360j 10 second test was faulty capacitor. The root cause of the reported issue of defib was out of tolerance when delivering therapy at 360j was faulty therapy pcba. The device passed functional and performance testing and was returned to the customer.

Event description:
During routine preventative maintenance testing by stryker, the device failed to charge up to 360 j and the defibrillation energy delivered was out of tolerance. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.